Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction. Concomitant medical products: mentor memorygel breast implant 425cc, catalog # 3504254bc, serial # (B)(4), lot # 6781113 . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent a breast augmentation revision with a mentor memorygel breast implant 425cc and experienced baker grade iii capsular contraction on the left side post-operational. The capsular contraction was confirmed by the physician upon examination. As a result, the patient underwent device removal on (B)(6) 2019.